Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.3 cgm sensor type: data not available

Event description:
It was reported the patient's blood glucose level rose to 308 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Symptoms reported include bleeding and pain. As treatment, a new pod was applied.